Event description:
It was reported that suture placement in the left common femoral artery was achieved with two proglide devices using the pre-close technique via a 20f sheath hole prior to an aortic stent implantation interventional procedure. The aortic stent implantation procedure was completed. Reportedly post procedure, during suture management, open surgery was performed because the systems tore a large hole in the artery. Surgical intervention was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device with reported issue is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Cine images were provided and reviewed. While the media confirmed the reported event [vessel damage] it is not noted in the report when the reported vessel damage occurred, but it can be reasonably concluded to have occurred at the end of the procedure during final suture management. The patient effect of vascular dissection is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.